Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing, which resulted in episodes of inappropriate mode switching and pacing inhibition. The noise was reproducible with isometric exercise. The ra lead was explanted and replaced. The patient was in stable condition.